Event description:
Dentist replacing filling, said tooth was cracked while doing the procedure and suggested to put a cap on his tooth instead of another filling, said it would cost the same. Complainant asked what it was made of and dentist told him it was stainless steel. Consumer is having headaches and discomfort on the tooth, wants to verify if cap has nickel in it, because he has a nickel sensitivity. Previous skin reaction to nickel from watch caused blistering and bleeding within 4 weeks. Complainant is requesting ingredient and product msds info from 3m through dentist. Dentist says 3m, requires documentation of the sensitivity from a dr before releasing product ingredient info to dentist and subsequently complainant. Complainant had filling replaced with cap. On 11/24/06, mailed letter to dentist requesting replacement of cap and msds or info on ingredients of cap. Given dentist till 11/28/06 to respond, dentist still telling complainant to get dr's note. I informed complainant might be able to get msds info on product from 3m website and that for the complaint I need product info on the cap that was used on him at the dentists office. Complainant experiencing headaches and discomfort in tooth. Was told by dentist that when replacing filling that a cap would have the same cost as a new filling and be better. Later told cap was temporary and what permanent cap would cost. Dentist knows complainant is unemployed. On 12/20/2006, complainant called concerning his case, he said he is still having pain in his tooth and said his dentist refuses to tell him the ingredients in the crown. I called his dentist at 9:01 am on 12/20/2006, he said the crown was a 3m product, a espe prefabricated stainless steel crown, product code 6ll5:6+molar, ll = lower, left 5=size. This product is covered by the state program through which complainant receives his health care. Dentist signed a confidentiality agreement with 3m concerning the matter in 12/2006, and had received the ingredients list on 11/7/2006, he called complainant to share the info, that he could come in and look at it, but he could not receive a copy of it, dentist expected complainant in on 12/6/2006 to review ingredients and complainant did not show up. The product does contain nickel, but the dentist believes the complainant symptoms are not consistent with a metal allergy and might be because the tooth was cracked and "bad." Dentist requested complainant have tooth looked at by someone, or get a statement from a physician or allergist stating he has a confirmed nickel allergy - then he could take that to the state who supplies his insurance and they could get a replacement covered.